Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical fusion due to cervical spondylosis. Intra-op, on fixation of c2 / 3, the set screw stripped when performing final tightening on both sides of c3. The set screw was tried to be removed, but failed because it stripped. Set screw was remained implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.